Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion, but further evaluation was not conducted due to the symptom being over looked during the service process. There was a failure at the 40 ml/hr upstream occlusion test. Due to the current state of the device, evaluation is unable to troubleshoot the failure for cause. If the failure occurs again during the repair process the unit will be reworked per the failure.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.